Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the bands on the barrel got struck and strangled on one other due to which rest of bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: block b5 (describe event or problem), block h10 (additional MFR narrative).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the bands on the barrel got struck and strangled on one other due to which rest of bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on july 21,2021: it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was kinked and was not secured in the handle assembly. Additionally, the trip wire was rolled in the handle assembly when received. The suture was broken with one part attached to the ligator head and the other attached to the trip wire. This was likely done by the customer to remove the device from the endoscope. It was possible to observed that the ligator head was returned with five bands attached and they were moved out of their original positions and were overlapped. The suture hole was in good condition, no damages were observed. Microscopic examination was performed, and it was found that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. Not securing the trip wire in the handle slot could have cause the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands and damage to the ligator head teeth. Additionally, the trip wire was found kinked. This could have been generated due to handling and manipulation of the device and/or the technique used during the procedure. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6), 2021. During the procedure, the bands on the barrel got struck and strangled on one other due to which rest of bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. **additional information received on july 21,2021*** it was reported that there was no difficulty experienced upon setting up the device.